Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. The device was received attached to the meniscal deployment gun related to this complaint. It was observed that the second implant was still attached to the needle, however outside of the silicone sleeve. The first implant was not returned with the device. It was also observed that the silicone sleeve was pushed back from its intended position, which was covered with tissue debris. It is possible that the surgeon inserted the needle too far into the tissue, therefore causing the silicone sleeve to push back. When the silicone sleeve is pushed back, the first implant may release from the silicone sleeve without the trigger being deployed therefore is a potential root cause for the reported failure. No lot numbers were supplied which precludes conducting a device history record (DHR) review. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number and expiration date are unknown.

Event description:
It was reported by the affiliate that during a knee arthroscopy procedure on (B)(6) 2018, the implant was already out of the gun before the surgeon pulled the trigger. He had to open another meniscal deployment gun to repair the meniscus. The surgery took more time and it frustrated the surgeon. There was a surgical delay of 2 minutes due to the malfunction. They opened a new omnispan meniscal deployment gun to complete the procedure. No legal action has been reported